Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects were present in the control section, the light guide (lg) lens shows corrosion, and the forceps channel port contains foreign objects. There were no reports of patient involvement.